Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer treated with backup manual injections. The customer stated that she received no delivery alarms for the past couple of weeks. The customer stated that she now has a blank display. The customer was advised to check if battery is aaa alkaline battery. The customer stated that the battery in use is (B)(6) aaa max alkaline battery. The customer was advised to insert new batteries. The customer stated that the display returned. The customer was advised to monitor the pump.